Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, chest pain, pulseless electrical activity (pea), ventricular fibrillation, and patient's death occurred. Four years post the implantation of a taxus express2 drug eluting stent in the left anterior descending (lad) artery, the patient returned for a total knee replacement. The patient had discontinued aspirin 2 days prior. At 2-3 am, the patient began complaining of chest pain. The staff contacted the cath lab and a cardiologist came up and assessed the patient. The patient immediately fibrillated and went into a series of codes, pulseless electrical activity (pea) and ventricular fibrillation for about 30 minutes. The patient was pronounced dead at 5:30am. The patient never made it to the cath lab. The documented cause of death is acute coronary syndrome. Additional information was requested and not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.